Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site. A revision procedure was completed on (B)(6) 2019 where the ipg was sutured deeper and repositioned in the same area. Device remains implanted. There were no complications during the procedure. Patient was stable.